Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from oekg, there was the possibility that this phenomenon was attributed to the aging deterioration of the units/parts if used frequently because over three years and six months had passed from the subject device had been manufactured, or the accidental failure of the units/parts.

Manufacturer narrative:
The subject device was not returned to any of olympus locations therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopy procedure, it was found that the e117 error which indicated the subject device malfunctioned was displayed. There was no report of patient injury associated with the event.